Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product not returned and photos not provided. X-ray shows loosening of closure tops out of their mating screws. Potential cause: root cause was unable to be determined. This event could possibly be attributed to post-op events or unknown surgical or patient factors. DHR review: the DHR was unable to be reviewed since the lot number is unknown. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a revision to address a cage which migrated post-operatively, the surgeon found five closure tops were loose in their mating pedicle screws. The closure tops were removed and replaced with new closure tops during the revision. This is report two of ten for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00246 through 3012447612-2021-00255.

Event description:
It was reported that during a revision to address a cage which migrated post-operatively, the surgeon found five closure tops were loose in their mating pedicle screws. The closure tops were removed and replaced with new closure tops during the revision. This is report two of ten for this event.